Manufacturer narrative:
Evaluation of returned device found evidence the deformed and fractured areas of the returned component indicate that torsional or uneven impact forces were applied to the fractured area. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture."

Event description:
It was reported patient underwent left total knee arthroplasty on (B)(6) 2013. As the surgeon removed the trial, it was noticed that a piece had fractured off. The surgeon retrieved the piece from the wound.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under precautions: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA